Manufacturer narrative:
Concomitant medical products: 7020 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was also reported that the ra lead exhibited a large number of sensing integrity counter (sic) oversensing episodes. The ra lead set to monitor and a new ra lead was implanted to provide therapy. No patient complications have been reported as a result of this event.